Event description:
The manufacturer's field service engineer (fse) reported that during servicing, the unit has error code message of post timer/24v failure. The customer reported there was no patient involvement.